Event description:
During surgery, a hair was found within the outer blister pack (between inner and outer blister packs). A backup device was used.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The DHR indicates that reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated that there were no similar events for reported lot. The device was returned with the outer blister opened and a brown colored hair on top of the inner blister. The origin of the hair cannot be confirmed. Potential areas of origin are in cleanroom at vendor facility, or at the operating theatre. Devices are packed in an iso class 7 cleanroom where operators are fully gowned. The hair was not in contact with the implant. As a precautionary measure, device defect awareness training was performed with all packaging operators at the vendor facility.

Event description:
During surgery, a hair was found within the outer blister pack (between inner and outer blister packs). A backup device was used.